Event description:
It was reported that during a lap sigma procedure, the device did not function. Another device was used to complete the case. No further informatiaon is available. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non functional. An error code 5 solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on he blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."